Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the grips. The broken piece measures approximately 0.67mm x 2.45mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The complaint regarding a broken instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that the force bipolar instrument was being returned for an unknown reason. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.